Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported the bottom teeth are not well aligned and the root canal tooth popped out and the patient is currently missing a tooth pending dental implant.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.